Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you are applying a pod in a place that does not have a lot of fatty tissue or is very lean, pinch the skin around the pod after you press start, and hold it until the cannula inserts," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer recently started using the omnipod system and reported that she activated her second device early in the morning on (B)(6) 2012. The next day at 6:33 pm, her blood glucose measured 346 mg/dl. She corrected with a 0.45 unit insulin bolus. At 9:20 pm her bg was 446 mg/dl, so she deactivated the device. When it was removed, she reported that the cannula looked bent and that she felt insulin on the adhesive. She stated that she is very lean and did not pinch up her skin when applying the device.